Event description:
It was reported to philips the system geometry movements were not available. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation has been addressed in philips reference: 6442648. This complaint will be closed as duplicate. The codes were updated based on the investigation outcome.